Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: "medtronic conducted an investigation based upon all information received. The device was available for evaluation. It was reported that the needle fell out from the jaws of the device. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of bent loading blades that has no relationship to the reported condition. Visual examination noted that the device was returned with no blister package and with the loading blades fully extended. The blades were bent. No shearing or deformation were observed around the toggle switch. The flat pin and center rod were found to be properly aligned. No damage was observed upon inspection of the center rod. Functional testing found that no issues were noted when fully compressing the instrument handles and retracting the loading blades in the process of loading the needle. The needle was passed between the jaws (toggled) several times without issue. The returned instrument was found to function properly and the test needle remained intact. No difficulty was experienced in loading, unloading or toggling the test needle in the returned instrument. The most likely cause could not be established from the information available. This issue can occur if the metal blades have been bent/deformed during return shipping to the investigations laboratory as the device was not returned in appropriate blister package, return kit or with the metal blades retracted. Metal blades could also be bent during use where the device is subjected to excessive manipulation or an leveraging force. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10. Concomitant product: unknown endo st, unknown endo stitch sulu, (lot unknown), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic hysterectomy, the needle fell out from the jaws of the device while suturing the vaginal cuff, and the needle fell into the patient cavity. The needle was retrieved without issue. A new instrument was opened to complete the case. No patient complications have been reported as a result of this event.